Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4024 implantable pacing lead 2000 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead impedance has decreased, threshold has increased and noise was seen on atrial high rate episodes. It was also reported that the noise was able to be reproduced in clinic. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.